Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the first clip was unable to pass final establish final arm angle test (efaa). The clip was removed from the anatomy. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1-2 post procedure. Post completion of the procedure, recurrent mr of grade 4 was observed due to single leaflet device attachment(slda) of the second clip from the anterior leaflet. A re-interventional procedure was performed and 2 mitraclips were implanted to stabilize the slda clip and reduce the mr to grade 1. There was no clinically significant delay reported.